Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger of the 1 ml bl luer-lok¿ disposable syringe has difficulties with the plunger either falling out, or being easily removed during use with medication or procedures. There was no report of injury or medical intervention.

Manufacturer narrative:
Two opened packaged and one loose 1ml luer lok assembled syringe was received by bd canaan and confirmed to be from batch #7177864 (p/n 309628). One opened packaged and one loose 1ml slip tip assembled syringe was received by bd canaan and confirmed to be from batch #1701030p (p/n 303172). This product is not manufactured at bd canaan. Visual evaluation of 1ml luer lok syringe found to have no observed defect. The slip tip syringe was found to have a retention ring. This is a design difference. The 1ml ll product does not have a retention ring by design according to its product specification. The design of the product has not changed since (B)(6) 2008 when the product was first introduced. DHR review is not required due to the complaint being for the design of the product and not a true defect. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Based on the sample evaluation: unconfirmed: bd canaan was not able to duplicate or confirm the customer's indicated failure.